Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued an occlusion alarm while the user was utilizing a teflon inset infusion set, which was resolved after the user performed a full supply change; the event is consistent with a lack of insulin delivery due to an occlusion. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific component implicated, and the event aligned with lack of effect from interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established.